Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The source of this report literature : " long-term results of shoulder hemiarthroplasty in patients with rheumatoid arthritis" pieter c. Geervliet ; doi: 10.3928/01477447-20150105-58 ; january 2015.

Event description:
"From literature: ""in a 2015 literature article from geervliet et al. Titled, long-term results of shoulder hemiarthroplasty in patients with rheumatoid arthritis"", the authors reported that one patient reported persistent pain and limited range of motion immediately postoperatively. Two weeks after the initial surgery, arthrotomy and capsulotomy was performed. Tissue cultures obtained intraoperatively were negative for infection. The pain eventually subsided and the shoulder function improved."